Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. There was no adverse impact to the customer¿s blood glucose level..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.